Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was sticking intermittently. The patient confirmed that there was no known trauma to the pump. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm or duplicate the intermittent 'ok' button response. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No issues found. The bolus button cover and plug were noted to be detached and internal contacts exposed, but the bolus button was functional.